Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he received a low battery alert and when changing the battery, the display on the insulin pump was blank. He tried two more batteries and had cleaned the battery cap but the display remained blank. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Blood glucose value is unknown. Customer did not have a new battery to test. Customer was advised that a battery cap would be sent and to change the battery cap and insert a new battery and call back if issue persists.